Manufacturer narrative:
The baxter technician found the left intellidrive handle needed to be replaced. It is necessary for the progressa bed to have an effective maintenance program. We recommend that you do annual preventive maintenance (pm).pm will minimize downtime due to excessive wear. Perform ¿throttle check¿. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the left intellidrive handle to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report that progressa frame had the intellidrive running on its own. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.